Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient reported the suspected hernia occurred on an unspecified date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a suspected hernia coincident with peritoneal dialysis (pd) therapy. The cause of the suspected hernia was not reported. On an unreported date the patient presented to the emergency room for pain from the suspected hernia and was treated with morphine (dose, route, duration and frequency not reported). It was not reported if the patient was hospitalized for the event. The patient reported "does not have much pain anymore" from the suspected hernia. At the time of this report, the patient was recovering; however it was not reported specifically to the suspected hernia event. Pd therapy was ongoing. No additional information is available.